Event description:
Pt was revised due to glenoid component breaking up into small pieces. Pt is 5'7" tall. Implant was left side glenoid. Sales rep was reviewing op notes and discovered this pt was taken to surgery in 1998 to remove a fragment from the anterior superior portion of the glenoid.